Event description:
Total knee arthoplasty was performed on 4/24/97. Revision surgery was performed on 2/5/97, due to fracture of spindle.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur. This type of event is not occurring at a rate above expected frequency. No remedial action will be taken. No further complications have been reported. The subject device has not been returned for evaluation. No conclusion can be drawn. Current information is insufficient to permit a valid conclusion as to the cause of the event. A fax was sent to inform the user facility of the event on 2/24/97. A medwatch report was not sent to co by the user facility.